Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1636271 involved in this complaint device involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 03rd june 2020 and on the 09th july 2020. In summary the following results were observed in the lab evaluation: flexor was observed broken at the clear section. Handle was actuating fine. Unable to deploy the stent. The break noted in the lab was at the same position as mentioned in the complaint. Broken flexor (clear section) measured approximately 15 cm from distal end. Several attempts were made to obtain additional information to aid with the investigation: ¿3.what was the position of the elevator? Was it opened or closed? Close¿ please clarify if the position of the elevator was closed or down? ¿4. Details of the wire guide used (diameter, type, make)? Acro-34-450¿ can you confirm diameter of the wire guide used? ¿1. Was the product inspected for kinks or damage before use? No.¿ please clarify ¿3. Was the device inspected prior to use? Yes¿ please clarify, which is correct?(ref. Att. " trackwise trackwise notification (B)(4)_additional information request") however, no response has been received to date. The investigation will be updated in the future if any additional information is received. From additional information provided "what was the position of the elevator? Was it opened or closed? Open." From additional information received, the acro-34-450 wire guide was used, however the diameter of 34 is a possible typo, as this diameter is not listed within the acro wireguides for cook devices. Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1636271 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1636271 ; upon review of complaints this failure mode has not occurred previously with this lot #c1636271 the instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use.", "with elevator open, advance device until endoscopically exiting endoscope". There is not enough evidence to suggest that the customer did not follow the instructions for use, however as per additional information provided the elevator was closed. Therefore, product manager was notified to consider retraining at the facility. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause may be attributed to the flexor possibly getting pinched by the elevator creating a weak point and breaking on deployment, causing the ¿coating of device peel off 15cm from distal end¿. As per input from product manager summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation. User advanced the device through wire guide to desired position and cannot release the stent. User retracted the device from patient and found out the coating of device peel off 15cm from distal end. User changed another same device to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: 1. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) stent placement evolution ,evolution. 2. What endoscope type and channel size was used? Olympus jf-260v, jf-260v. 3. What was the position of the elevator? Was it opened or closed? Close. 4. Details of the wire guide used (diameter, type, make)? Acro-34-450, acro-34-450. 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. 6. How long was the stent in the patient by the time this complaint occurred? Stent was removed. 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? IFU. Stricture information: 1. What was the length and diameter of the stricture? 4cmx0.3cm. 2. Where was the stricture located in the body? Common bile duct. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? No. 5. Was the stricture dilated before stent placement? Yes. Questions related to during insertion into patient. 1. Was the product inspected for kinks or damage before use? No. 2. Was resistance felt during insertion into patient? If yes, at what point? Questions related to during stent placement. 1. Did the product fail during stent deployment or recapture? Yes, stent cannot be deployed. 2. Was the directional button pressed during use? Yes. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. 4. Was the yellow marker kept in view during deployment? Yes. 5. Are images of the device or procedure available? No. Questions related to during introducer withdrawal. 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? Yes. 2. Did the stent open sufficiently to allow withdrawal of introducer safely? Stent was not deployed. 3. Was the safety wire fully removed before removing the delivery system? Yes. 4. Did any part of the product snag/get caught with the stent when removing the delivery system? No. 5. Are images of the device or procedure available? No. Questions related to during stent repositioning/removal. 1. What instrument was used for stent repositioning / removal? Forceps, snare¿ 2. Was the lasso (suture) loop used during repositioning / removal? No. 3. Was the device inspected prior to use? Yes. 4. Was the stent partially deployed at any point during the procedure? If so, was it possible to fully recapture the stent prior to removal of stent/delivery system? No. 5. What was the patient outcome? Were there any adverse effects to the patient reported? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the device through wire guide to desired position and cannot release the stent. User retracted the device from patient and found out the coating of device peel off 15cm from distal end. User changed another same device to complete the procedure.

Event description:
Follow up MDR being submitted as the device was evaluated on the 03-jun-2020.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. This follow up MDR is being submitted as the device was evaluated on the 03-jun-2020.